Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a constant tone and blank display after dropping the insulin pump. Customer removed the battery but the device kept making noise. Customer's blood glucose reading was 114 mg/dl. Customer performed the self-test and it failed; display was missing segments. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.